Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 400 mg/dl. Reportedly, customer pressed the wake button using more force and continued to use the pump for insulin therapy. Additionally, customer alleged that pump volume was inadequate.